Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization for low blood glucose levels. He stated he knows how to use the insulin pump and knows there is nothing wrong with the insulin pump. Customer stated that the police pressed buttons on the insulin pump, causing insulin to be delivered and leading to the low blood glucose level. He was still in the hospital at the time of the call. Customer needed assistance reprogramming the device. Customer's blood glucose level was unknown at the time of admission and presently. Nothing further was reported.